Event description:
During cardiopulmonary bypass, the centrifugal pump executed its startup sequence, displaying messages normally observed during pump power-on. The pump did not stop running, however. After the power on sequence, pump function was restored. There was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated but not begun.